Event description:
Six months postoperatively, the valve was explanted due to critical aortic stenosis and a fixed leaflet due to thrombosis. The surgeon reported the patient was non-compliant with coumadin therapy. The valve was replaced.